Event description:
It was observed during normal inspection of the device that the device was locked up with a white screen. There was no report of pt use associated with the reported incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system controller pcb and the user interface pcb assemble were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and observed that an integrated circuit, designator u2, was not responding properly.